Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/shortness of breath. The patient alleges the breathing has worsened since using the device. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the strange odor was confirmed along with the secondary findings of tobacco contamination on the display and pca. There was no evidence of foam degradation, and no foam particles were visible. The unit was scrapped due to tobacco contamination on the pca.